Event description:
It was reported that the pt underwent an arthroscopic procedure (B)(4) where the physician used a dyonics rf-s whirlwind 90 degrees probe. The procedure was completed. It was discovered post-operatively that the pt had sustained a mild burn (degree unk) on their forearm. Phlyctena appeared at the burn site which progressed into a brown crust. No additional info was available.

Manufacturer narrative:
Attempts to obtain additional info regarding the pt's age, gender and condition were unsuccessful.